Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (unknown concentration) at 1400 mcg/day via an implantable pump for intractable spasticity. It was reported the hcp refilled the pump on (B)(6) 2022 and the expected reservoir volume was 1.9 ml and the actual reservoir volume aspirated was approximately 9 ml. The refill that occurred in (B)(6) 2022 had an expected reservoir volume of 5.3 ml and the actual reservoir volume was approximately 8.5 ml. The hcp stated the patient came from another clinic and started seeing him approximately 8 months ago and since then he has had a volume discrepancy at every refill. It was reported the patient does have increased spasticity at times as well. The hcp reported the previous clinic did a catheter study and it was normal. It was noted the patient had at least two other implantable devices and the hcp wondered if that might be interfering with the pump. The patient's medical history included the patient being in the hospital for other issues and it is unknown what kind of tests or treatment the patient might had been given that could have affected the pump.